Event description:
It was reported the patient experienced redness and pain at the ipg pocket site. Surgical intervention took place on (B)(6) 2024 wherein the ipg was repositioned in the pocket to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.